Event description:
It was reported that revision surgery was performed due to loosening.

Manufacturer narrative:
The purpose of this investigation was to examine the as received implants visually and microscopically. No destructive testing was carried out. The face of the liner displayed damage likely caused by instrument contact during revision surgery. Based on the lot number, the liner was manufactured in 1990 and sterilized. While the precise duration of shelf aging and of in vivo service is unknown, the implant was retrieved more than 22 years after manufacture and sterilization.